Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during initial drain on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the home patient (hp) stated that there was air in the patient line due to a puncture in the patient tubing at the exit site. The technical service representative (tsr) assisted the patient in clearing the alarm and reviewed proper procedures with the hp. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. However, a damaged component (punctured patient line) was reported and that is known to be able to cause this alarm. Should additional relevant information become available, a supplemental report will be submitted.